Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported permanent loss of "y" could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the returned device confirmed the reported permanent loss of "y".

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. An interior inspection was performed and the inspection failed, confirming the reported event of an out of range signal. The root cause was determined to be an assembly error.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.